Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During functional testing the device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire was observed to move freely inside the outer sheath. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Sealed devices 1, 3, 4, 5, 7, 8, 9, 10, 16, 17, 18, and 20: our laboratory evaluation of the returned sealed device, from the same lot number as the used device, confirmed the report for difficulty with deployment. The samples were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed on the tissue but would not deploy. After several endoscopic maneuvers (maneuvered scope from left to right and wiggled catheter), the clips still would not deploy. The clips stayed attached to the tissue and the clip housing separated from the cath attach but remained attached to the drive wire. Sealed devices 2, 6, 11, 12, 13, 14, 15, and 19: our laboratory evaluation of the returned sealed device, from the same lot number as the used device, could not confirm the report for difficulty with deployment. The sample was function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue, no endoscopic maneuvers were required to aid in deployment. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance for driver crimp failed verification, that could potentially be related to unable to deploy. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution investigation conclusion: returned, used: a definitive cause for the reported observation could not be determined because the condition of the products said to be involved prohibited a complete evaluation, the clips had been deployed and were not included in the return. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Returned, unused: devices 1, 3, 4, 5, 7, 8, 9, 10, 16, 17, 18, and 20: the root cause of unable to deploy or open clip from tissue is unknown. Devices 2, 6, 11, 12, 13, 14, 15, and 19: functioned as intended. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cool instinct plus endoscopic clipping device. Once the user closed down the clip on the defects and proceeded to try to deploy the clip from the catheter, the catheter would not detach from the clip. The user had to jiggle/shake/turn the devices to try to detach them. After some maneuvering, the catheter and the drive wire separated from the clip. An unintended section of the device did not remain in the patients body. There were no additional procedures required due to this occurrence. According to the initial reporter, there were no adverse effects due to this occurrence.